Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) simplus mask seal (medium) was received at fisher & paykel healthcare in (B)(6) where it was visually inspected and flow tested. Results: visual inspection of the facial seal revealed occlusion of the bias holes and the flow test results were out of specification. Conclusion: based on the investigation conducted, it appears that under extremely rare circumstances the tool which forms the bias holes did not fully insert during the moulding process. A 100% inspection of bias holes of all simplus housing is currently being performed during manufacture. The complaint mask seal was manufactured prior to the implementation of this measure. Our user instructions also state the following: "do not block the exhaust holes. Before use, always ensure that the gas is flowing out of the exhaust holes." "Before using the mask each time [....] Inspect the exhaust holes on the silicone seal. Do not use if blocked."

Event description:
A healthcare facility in (B)(6) reported that the facial seal of a simplus full face mask had blocked bias holes. There was no patient involvement.